Event description:
A site representative reported that, while in a cranial procedure, the synergy cranial software became unresponsive in the plan task. In trouble-shooting, a hard re-boot resolved the issue on the fourth attempt. Software application was successfully launched and the procedure continued. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(6) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.